Manufacturer narrative:
Device passed displacement test and self test. Device was tested with all buttons functioning properly. No corroded on keypad traces and stuck button noted during testing. The keypad connector was inspected and fully locked on lcd board. No missing segments/partial display noted during testing

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose was 130 mg/dl. The customer reported that sometimes the insulin pump goes into updating mode, and then the shield goes gray, but then turns blue all by itself, and caller also stated that he has heard clicking noises when delivering insulin. It was also reported intermittent frozen display, where it does not respond to button presses for short periods, and then starts to respond again. The troubleshooting was performed. The customer was advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.